Event description:
On (B)(6) 2015 - per (B)(6): nurse states that he has a patient that had a powerpicc solo single lumen placed last thursday an yesterday developed pain in the shoulder on the side that the PICC has been placed. The nurse is asking what he should do about the shoulder pain. A informed the nurse to contact the physician about the patient's shoulder pain. Informed the nurse that dye study would help to evaluate malposition of the catheter or thrombosis. Forwarded nurse to field assurance. Nurse called back at 1:45 pm and states that a venous doppler study has been performed on the patient and there is a superficial thrombus in the shoulder area. He states that the PICC was introduced in the cephalic vein and tip terminated in the lower svc. He is asking if he can use the PICC. Ms&s informed he would need to get direction from the patient's physician.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.